Event description:
A generator was reported to have been replace for end-of-service (eos) and was returned to the manufacturer for product analysis. During analysis, however, there was no eos condition observed, and no anomalies were noted with the device. Follow-up with the company representative in the area revealed that the patient "was starting to have some behavioral issues", so the family moved forward with the doctor's recommendation for a prophylactic replacement. Later information stated that the parents were the individuals stating the behaviors were increasing, which was something that had happened even before vns' implantation, but sometimes got worse with post-ictal states. Consequently, it was not known if the observed changes were her true behavior, post-ictal behavior, or attention-seeking behavior. Good faith attempts for further information have been unsuccessful to date.